Event description:
The tesio extension adaptor separated and pt experienced bleeding while in bed. Pt's wife slid adaptor back on the adaptor.

Manufacturer narrative:
Pt is fine and has not shown any signs of infection so far. A recall of this tesio extension is in effect and will continue until the affected product has been retrieved and tracked for all customers who received it. A recall has been initiated for this device and is currently in progress. The second MFR is no longer an approved source for this device. Engineering dept has performed an investigation into the product failure mode for this device and has concluded that the failure occurred due to an unanticipated material incompatibility between the bottom part of the adaptor and the extension. The solvent used to join the adaptor and the extension tubing did not create a bond with enough durability to maintain a connection over an extended period of time, resulting in a separation between these two parts.